Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm) after announcing a breakfast of coffee with sugar-free creamer and a muffin; the highest cgm reading was 287 mg/dl and the event occurred around a supply change with an inset infusion set, with no device alerts reported and no issues observed at the site, and the device component implicated was the user interface with a medical device problem categorized as improper or incorrect procedure or method. Symptoms included polydipsia and dry mouth associated with hyperglycemia. Outcomes included insufficient information regarding the clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to meal announcement or dosing via the user interface, consistent with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.